Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery (lad) using an indigo system catrx aspiration catheter (catrx) and a non-penumbra rotating hemostasis valve (rhv). During the procedure, the catrx would not track through the rhv after several attempts were made. Therefore, the catrx was removed. The procedure was completed using a new catrx and the same rhv. There was no report of an adverse effect to the patient.